Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver won't turn on. A receiver boot test was not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to receiver won't turn on. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
Receiver charge and boot tests were performed and failed due to the receiver not turning on.